Event description:
It has been reported by an end user that the unit shuts down and alarms. The end user stated he was presently experiencing an attack from copd and heart disease. Medical intervention was sought.